Manufacturer narrative:
Sections with additional information as of 29-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 28-sep-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 108, 99, 97, 82 and 63mg/dl. The customer¿s expected fasting blood glucose test result range is 95-100mg/dl. The customer was not using the proper testing technique. Customer stated she had been feeling nauseated when she had obtained the result of 63mg/dl, but attributed that to not eating for more than 4 hours and is only concerned with the erratic results. At the time of the call, the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The test strip manufacturer's expiration date is 07/31/2022 and open vial date was not disclosed. The product is not stored according to specification; customer stated the test strips are being stored in her car. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).